Event description:
It was reported that once the screws were planned and prepared, there was difficulty getting the screws to follow the correct trajectory using the mako arm. As a result, the mako arm was pulled out of the working area and the c arm was used to place the remaining screws. No surgical delay or adverse consequences were reported at intake.